Event description:
It was reported that the user experienced severe hypoglycemia while using the ilet, with blood glucose levels dropping to the mid-40s and described as part of the learning curve with a new pump. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-management at home with oral glucose and resolution within a few hours, with no medical intervention, ketone testing, or hospitalization. Investigation included troubleshooting and education with the user and caregiver. Investigation of this case revealed no device alerts or alarms and no definitive device malfunction identified. It was concluded that the cause of the hypoglycemic event was unclear and that user education was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.